Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening additional observations: ¿ creases were observed. ¿ wear abrasion was observed. ¿ yellow particles were observed device inner surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.